Event description:
The user received questionable results for calcium starting (B)(6) 2010 on the integra 800, serial number (B)(4). The user only provided results for two patient samples which occurred on (B)(6) 2010 and were discrepant. Patient sample 1, the initial calcium result gave 9.8 mg/dl. This result was reported outside the laboratory. The sample was repeated twice giving 8.5 and 8.8 mg/dl. A corrected report was sent using the repeated calcium result of 8.5 mg/dl. Patient sample 2, date of birth is (B)(6). The initial calcium result gave 8.0 mg/dl. This result was reported outside the laboratory. The sample was repeated giving 9.3 mg/dl. The user did not issue a corrected report for this patient sample. No adverse events have been alledged regarding this event.

Event description:
It was reported to boston scientific corporation that a pelvic floor reconstruction procedure was performed on (B)(6) 2009 using an uphold vaginal support system via a vertical incision to treat uterine prolapse and urinary incontinence. According to the complainant, post procedure, the patient presented with "serious bodily injuries...including vaginal and pelvic pain, and continued urinary incontinence". The patient, who was reportedly "great" following the procedure, first started to experience pain during intercourse within three months of the procedure (exact date of onset of pain is unknown). A portion of the mesh has since been excised (date of excision unknown) and the patient is reportedly doing "much better" now. The patient needed to be hospitalized for an unknown duration following the excision procedure. The physician who performed the original procedure also stated that post procedure, the patient was diagnosed with interstitial cysticis (date of diagnosis unknown), which the physician opined could be the cause of the patient's complications as opposed to the uphold mesh itself. It is unknown if the patient had interstitial cysticis prior to the uphold procedure. No further information has been forthcoming for this event.

Manufacturer narrative:
Internal investigations revealed the presence of precipitate in reagent 2 (r2) of the calcium reagent lot. The root cause for the precipitation is still under investigation. An urgent medical device removal notice was mailed october 13, 2010 to all customers to immediately discontinue use of the calcium reagent lot. Calcium deviations of > 20% above and below the reference range are considered critical. These deviations could lead to non-detection of a pathological status or may lead to unnecessary therapeutic consequences. The erroneous bias caused by this assay lot may cause patient samples with critically high or critically low calcium levels to have results that appear to be in the normal range. These patients may be at high risk for misdiagnosis of pathological conditions associated with abnormal calcium levels. Inaccurately high calcium values may lead to an incorrect diagnosis depending on the blood calcium level. In the worst case, the wrong therapy may be initiated. Suspected hypercalcemia would mean confirming the calcium value quickly, and treatment would occur according to the clinical picture. A patient normally shows obvious symptoms if the calcium value is >12 mg/dl. In the case of inaccurately low values, the calcium value must be interpreted together with other parameters (e.g., magnesium, phosphate, and pth). Unnecessary further examination and blood collection may result